Manufacturer narrative:
The partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in-vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in-vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the lead was returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead experienced high pacing threshold, undefined defibrillation impedance issues and noise. The lead was explanted and replacement is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.